Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) ranged from 524-564 mg/dl. A manual insulin injection was used to correct bg, along with water and food. The customer reverted to manual injections for insulin therapy prior to troubleshooting with tandem technical support. After troubleshooting with tandem technical support, the pump supplies were changed to address the issue and insulin delivery was resumed.